Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient underwent another procedure on (B)(6) 2012 and an align halo was implanted. It was also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted along with vaginal hysterectomy, anterior repair and cystoscopy due to prolapse pelvic structures and cystocele. It was reported that patient underwent excision of mesh, cystoscopy and placement of suprapubic catheter on (B)(6) 2005 due to urinary retention. It was reported that patient underwent diagnostic laparoscopy with lysis of adhesions on (B)(6) 2006 due to dyspareunia. It was reported that patient underwent posterior colporrhaphy with placement of a repliform mesh on (B)(6) 2008. It was reported that patient underwent right thyroid lobotomy on (B)(6) 2011 for right thyroid nodule. It was reported that patient underwent cystoscopy and insertion of suprapubic catheter on (B)(6) 2012 for urinary retention. It was reported that patient underwent transvaginal urethrolysis on (B)(6) 2012 due to urethral obstruction.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection, urinary problems, bowel problems, recurrence, dyspareunia, neuromuscular problems, and vaginal scarring.

Manufacturer narrative:
It was reported that patient underwent rectal examination and excision of perianal scar on (B)(6) 2012 due to rectal pain, status post external hemorrhoidectomy and possible anal fissure. No additional information was provided.